Event description:
A customer reported that their ibc dropped by 35% in a short period, resulting in an unexpected pump shutdown on a previous date. There was no adverse impact to the customer's blood glucose level. The customer now carries a portable charger to prevent future shutdowns, and the pump was replaced as a precaution.